Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a discrepant result for chloride on a patient while running on the alinity I processing module. The customer's normal range for chloride is 98-107 mmol/l. On (B)(6) 2020 sid (B)(6) generated a chloride result of 121 mmol/l and repeat of 107 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The customer was running patient samples when the alinity c processing module generated a message code ¿1197 unable to calculate result. Ict reference solution voltage drift exceeds 3mv¿. The customer reran controls and the qc results were out of range. The customer reran the patient samples and observed discrepant ict results. The field service representative (fsr) inspected the instrument and found an expired ict module. The fsr resolved the issue by replacing the expired ict module. No additional discrepant result issues have been reported since the service activity was completed. The service history review identified no additional issues that contributed to the complaint. The trending review determined no trends identified for the issue related to the complaint. The device history review identified no non-conformances for the part associated with the complaint. Labeling review provides adequate information regarding the issue. Based on the investigation, no systemic issue or deficiency was identified for alinity c processing module (ac02356).